Event description:
This particular device would have had a red x displayed on the front display. It was called in as inop. Part of the daily crash cart check is to ensure that the zoll display has a green check mark, this indicates that it has passed its internal self-test it performs with no user interaction. If the self-test is not successful the device will have a red x on the front display which indicates the need to have the device called in to biomed. Since the weekly user check would have been due (a week after the previous user test that was performed ) I assume maybe the department was attempting to complete that weekly test at that time and discovered it would not turn on. The device definitely has a failure that appears to be intermittent as it did turn on in the biomed shop upon the first visit by zoll. That being said we are sending it back to zoll for further evaluation so that they can identify the root cause of the failure. From a technical standpoint the unit did fail but it did what it was supposed to do by recognizing it was having issues and displaying the red x to indicate a problem to the user.